Event description:
His surestep meter had missing segments. On an unspecified date,the patient developed symptoms of "sweating and shaking."it is unk when the "missing segments"issue started on his meter.in one instance,the patient attempted to use the meter but could not read the meter's value due to the missing segments.four to five hours later,the patient ended up using an "accuchek" meter and got a reading of "17 mg/dl."it is not known whose meter it belonged to.the patient contacted emergency services and was given glucose treatment. It would have been helpful to know the following information:when did the patient develop the symptoms, when did the missing segments issue start,did the patient ever try to interpet the readings with missing segments, and did the patient alter his medication/treatment regimen because of the meter issue.in addition,it would have been helpful to know whose meter the "accuchek" belonged to,when emergency services was contacted,if the patient was hospitalized,what blood glucose reading emergency services obtained,and if any changes were made to his treatment regimen as a result of the event. The meter,test strips,and control solution were replaced. This complaint is being reported due to the following conclusion:the patient was unable to read his meter values and ended up receiving glucose treatment for hypoglycemia.